Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robot- assisted laparoscopic lower anterior resection (lar), the generator was connected to a device and only monopolar was activated, the tissue which was being grasped by bipolar instruments of other arm got burnt slowly. Another device was used to complete the procedure. There was no patient injury.